Event description:
The pt had a competitor nail implanted 7/95. He made a pseudo-arthritis and the dr decided to explant that nail and implant a g&k nail in 9/96. The g&k nail broke in 12/97 and was explanted and replaced with a plate. The reporter noted that the fracture was closed. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event is not device related but rather would be pt related.